Manufacturer narrative:
Block b3: exact date unknown, event occurred five years ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6).

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained.